Manufacturer narrative:
Concomitant product: a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported during the procedure to change out the patient's implantable pulse generator (ipg) that the chronic right ventricular (rv) lead initially tested as expected but as procedure was ending there was loss of rv pacing capture and intermittent low pacing impedance. It was suspected there had been insulation damage that led to the loss of capture and low pacing impedance. The chronic rv was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.